Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system generated a remote alert regarding a memory issue with the host-pc. Upon troubleshooting, the rse suggested cleaning the m cabinet and the customer cleaned the dust in m cabinet, which resolved the reported issue. After cleaning, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system generated a remote alert indicating the host-pc had a memory problem. The system was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.